Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited t-wave oversensing on the primary vector. Due to this, an inappropriate shock was delivered. Reprograming into the secondary vector was performed. This system remains in service. No further adverse patient effects were reported.